Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max). During the procedure, while inserting the jet7 into the neuron max, the physician noticed that the jet7 was kinked approximately four inches from the proximal hub. It was reported that additional manipulation of the kinked area resulted with a fracture. Therefore, the jet7 was removed. The procedure was completed using a new jet7 and the same neuron max. There was no report of an adverse effect to the patient.